Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the scope communication error b30 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based on the information from okr, omsc surmised that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the breakage of the camera cable, which might be caused by the user handling. If additional information is received, this report will be supplemented.